Event description:
It was reported that during a procedure, the "fiber would not fire, didn¿t work from start". The fiber was exchanged. The second fiber reportedly "burned out after 10 minutes; malfunctioned after (B)(6) joules". The fiber was exchanged and the procedure was completed utilizing the third fiber. Patient outcome "ok" reported. This report is for the second failed fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap appears severely melted; the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the shrink tubing distal end exhibits melting and damage; the fiber within the glass cap is blackened; the fiber appears bent at the uv glue zone. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.